Manufacturer narrative:
Additional narrative: philips has investigated this complaint. According to the information collected, the wireless foot pedal did not work. The philips engineer inspected the system onsite and found that the charger was not connected to the power source. The charger was connected to a power source and once charged the wireless footswitch was returned to use in good working order. Corrected data: updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch was defective. The problem was detected outside clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.